Event description:
There was a lead revision on this lead due to non-capture. The physician attempted a new lv lead but was unable to get good positioning so this lead was left in the patient and the device was programmed for rv pacing only. There were no adverse patient events reported. Should additional information be received, this file will be updated.